Event description:
A customer reported poor infusion and that the patient's eye was going soft during a vitreo-retinal procedure. The machine failed to maintain infusion pressure 10-15 times and the infusion rate would randomly change, although no system messages displayed during the event. It was reported that the patient was considered "high risk" and experienced 15 soft eye collapses during "cut". The staff troubleshot the infusion line and cannulas and was able to gain flow for a temporary basis; however, the problem happened again shortly after. The case was able to be completed without harm to the patient. Additional information received indicated that fluid was going up the air line through the auto stopcock.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The company sales manager also visited the site to investigate the issue and to perform further training with the site on use of the system. The company sales manager retrained the site on how to monitor the flow from the system and ensure it is working properly. During the site visit, the site technician volunteered that during surgery fluid was going up the air line through the auto-stopcock. The company sales manager observed that this would explain why the iop was not keeping up with the cutter. The company sales manager suspected a leak in the auto-stopcock of the consumable pak. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).